Event description:
Caller alleged results. Results as follows: date: (B)(6) 2012; inratio: 7.3; re-test: 7.3; lab: 12.3. Lab test done 6-7 hrs later. Pt self tester stated that he did not notice any unusual bruising/bleeding when he obtained the 7.3 inr result. Pt went to the hosp 6-7 hrs later because he was not feeling well and was having a hard time breathing. The pt stayed in the hosp for one week due to 12.3 inr result. Doctor took pt off warfarin and gave him vitamin k.

Manufacturer narrative:
Investigation pending.